Manufacturer narrative:
No samples were returned for evaluation. There was no sample returned for evaluation and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).

Event description:
The customer reported experiencing a cutting issue during retinal surgery. The surgeon stated the probe was not cutting as expected. The probe was switched out during the case and it is unk if the case was completed. Add'l info was requested.